Event description:
Patient reported unknown side "leak in one of [the] implants." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown side ¿a leak in one of [the] implants."